Event description:
After having excellent pain control for 5 years following insertion of a medtronic synchromed ii pain pump. I began experiencing new and worsening symptoms which include the following: increased low back pain, constant severe pain/pressure in my leg muscles with unrelenting muscle spasms, charlie horses bilaterally in my legs/feet, numbness, tingling, pins and needles on the left leg/foot, and sciatica pain with hip/groin pain in both legs, which is far more intense and frequent than anything I've ever experienced since the onset of injury in (B)(6) 2000. These symptoms slowly began in (B)(6) 2013, and have persistently and gradually become more and more debilitating. In (B)(6), 2014 these symptoms were determined to be related to the diagnosis of the medtronic pain pump's catheter which had "sheered off" within my spine preventing the medications from reaching the desired area in my brain. After the (B)(6) pump replacement surgery these symptoms have not only persisted but have become much worse rendering me completely and totally disabled which I believe to be a direct result of my surgeon choosing to leave the broken, dislocated portion of pump catheter in my spine. Aside from adding all of the oral drugs and the subcutaneous relistor since surgery in (B)(6), my doctor has proposed doing an MRI. However, none have been scheduled.